Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). No phone number provided. The manufacturer¿s international service technician could not duplicate the phenomenon and no issue on the unit was confirmed. The international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of e/c 1009 in the event log. There was no patient involvement. Event date not specified; estimate used.